Manufacturer narrative:
Product event summary: analysis could not confirm the reported ECG (electrocardiogram) noise, however after inspecting lem (link electronic module) printed circuit board assembly, a cracked solder jointed was found on the ECG connector. Analysis also found the programmer failed right antenna connected functional testing; the right antenna was re-torqued. Power supply and system fan were noisy.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 229047 analyzer. (B)(4).

Event description:
It was reported there was noise present on the surface EKG (electrocardiogram). The programmer was returned for repair and calibration. No patient complications have been reported as a result of this event.